Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic vaginal hysterectomy procedure, the device was activating on tissue and there were hemostatis issues. The surgeon controlled the bleeding with a clip. They completed the procedure with a new like device. There was no pt consequence reported.